Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine device changeout due to elective replacement indicator, the setscrew could not be loosed using a hex wrench due to the setscrew head being stripped. The physician as eventually able to back out the screw and attach the lead to the new device. The procedure was completed successfully without adverse consequences to the patient.